Event description:
A home patient's (hp) nurse contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm received during dwell 1 of the hp's automated peritoneal dialysis therapy utilizing their homechoice machine. Per initial report the "hp left (an) unused line open." Baxter's tsc assisted the hp's nurse in ending therapy early. No patient injury was indicated at the time of the initial report.